Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant it was noted that the helix of this right ventricular (rv) lead was deformed. A possible infection was suspected thus the product was disposed. No additional adverse patient effects were reported.